Event description:
While attempting to monitor a pt (age & gender unk) the device's charging sequence was activated by an electrosurgical device made by valley lab, model: forcefx-c. Complainant did not indicate that there was no adverse effect to the pt due to the reported malfunction.